Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was fractured approximately 31.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the px slim was removed from its packaging hoop, and the packaging hoop was not returned to penumbra for evaluation. Further evaluation confirmed that the px slim was fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the px slim is manipulated with force and at an angle during removal from the packaging, it is likely that damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter (px slim). Upon removal from the packaging, the px slim was found broken and was not used. The procedure continued using a new px slim.